Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the helium bottle was installed incorrectly, and the bodok seal was not replaced. The fse tested for leaks after fitting a new helium tank. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported during a routine helium tank swap that the cardiosave intra-aortic balloon pump (iabp) had an issue with the possible leak in the gas as the level is now below the 50%. Their protocol allows for use of the unit and they don¿t as a rule use the gas on this unit it is only for backup. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.